Event description:
Blood glucose results of 23.9 and 8.8mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt indicated that they were eating a sandwich during and between testing and did not wash their hands prior to testing.